Event description:
It was reported that the patient faced packaging issue on (B)(6) 2026 as there was no outer wrapping or seal on brand-new infusion set and when the patient opened the infusion set there was no tubing or blue needle guard during package opening. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Establishment name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.